Event description:
Nurse reports that during cvvhdf treatment, while recording hourly intake/output data when she discovered that pt fluid removal was shown to be -3517 ml when the setting of the pt fluid removal was 100ml at that hour.

Manufacturer narrative:
The treatment data files related to the reported incident have been requested by the manufacturer, but they are not available. However, photographs of the machine's screens during the event were sent to the manufacturer. Inspection of these photographs has confirmed that the event was a history jump issue. There were no clinical consequences for the pt or blood loss reported as a result of the reported event.